Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported artery stitched closed could not be determined. However, the suture stitching the artery closed can be caused by incorrect technique that resulted in capturing of the posterior wall of the artery with the sutures, or the anatomical conditions of the patient. This may have been a contributing factor to this event, but cannot be confirmed. Based on the information received, there does not appear to be any indications of an issue with the quality of the product. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring last week). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture stitched the artery closed. The artery was surgically reopened. There was no adverse patient sequela. Though requested, no additional information was provided.